Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn: (B)(6), +21.5d) was implanted on (B)(6) 2024. At their final light treatment on (B)(6) 2024, the patient reported blurred vision and visual disturbances. The lens was explanted on (B)(6) 2025.